Event description:
It was reported that a spectrum pump's liquid crystal display screen had damage. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, liquid crystal display damage was reproduced as a white screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.